Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B) (6) 2010, alleging an "apply sample" message on her one touch ultra easy meter. The patient mentioned that the reported issue began on (B) (6) 2010 at around 7:30. She mentioned that since she was unable to obtain a reading, she decreased her dosage of medication. The patient takes insulin and oral medication. She experienced symptoms of feeling disoriented and sweating 5 hours later. She did not seek any medical attention or contact her physician for assistance. While troubleshooting it was documented that the patient was applying blood on top of the test strips. The issue was resolved via troubleshooting. The product was replaced and requested back. The complaint is being reported since the patient alleged that since she was unable to test on her meter due to an apply sample message, she decreased her dosage of medication and later developed symptoms suggestive of hypoglycemia.